Event description:
It was reported that a patient realized she didn't have any remodulin for 3 days while using a cadd® cadd-ms® 3 ambulatory infusion pump. The patient has somehow added two additional lines where the time and pump rate can be inputted. The patient's only symptoms are feeling out of breath faster and having diarrhea and headache, but it wasn't severe as the patient is taking orenitram. Remodulin is a continuous pump therapy for treating pulmonary arterial hypertension (pah). Orenitram is a prescription medicine used to treat pah.